Event description:
Customer reported via phone, in the morning his blood glucose was low 40 mg/dl. Customer treated with wood. Customer called to report he continued to have issues with the sensor connecting even after he fully charged the transmitter. Troubleshooting was performed and the customer stated the sensor didn't seem to appear fully flat against the customer's skin. Customer declined further troubleshooting and stated she would use a new sensor. No troubleshooting was performed for low blood glucose. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor cannula bent. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the insertion anomaly due to the product being returned opened/used sensors, and missing the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.